Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) was unable to duplicate the problem. The fse inspected all plunger clamps, replaced all tip clamps, and adjusted the springs. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.